Manufacturer narrative:
The device is available for evaluation, but has not been returned yet. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15163198 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Please note updated information. The information received indicated that there was a whitish foreign matter found inside of the sterile pouch of a cypher stent during inventory inspection at the (B)(4). The outer product box and sterilized pouch were intact. The seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The product was not used clinically. The product was returned for evaluation. Upon receipt, it was also noted that the seal was thin but no sterility was compromised. One sterile (B)(4) fire star 3.50x15 mm was received inside original package. A foreign material could be observed inside of the pouch. During analysis a seal reduction could be observed in the middle section of the pouch seal (supplier). The width seal appeared reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. Not other damages were observed. The foreign material was measured and found out of specification parameters. Reduced supplier seal was measured using a gauge 4 mm (go or not go), the seal was found out of specification parameters. The pull test (supplier seal) of the pouch was not performed since the reported failure was confirmed under visual and dimensional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "foreign material" was confirmed. The root cause could not be conclusively determined, however it appears to be related to the manufacturing process of the product. A risk assessment to address this issue has previously been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time. The cause, of "reduced supplier seal" condition was confirmed. The exact cause of the failure could not be determined. There is no evidence that the cause is related to the manufacturing process; however a CAPA was already opened to address seal issues.

Manufacturer narrative:
The information received indicated that there was a whitish foreign matter found inside of the sterile pouch of a cypher stent during inventory inspection at (B)(4). The outer product box and sterilized pouch were intact. The seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was provided. The product was not used clinically. No product was received. However, one picture of the pouch was received. The picture showed that a foreign material was observed inside of the pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "foreign material" was confirmed. The root cause could not be conclusively determined, however it appears to be related to the manufacturing process of the product. An investigation to address this issue has previously been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time.

Event description:
The information received indicated that there was a whitish foreign matter found inside of the sterile pouch during inventory inspection at the (B)(4) plant. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was provided. The product will be returned for evaluation.